Event description:
Patient scheduled for prostate brachytherapy. Brachytherapy probe checked prior to procedure by physician. During the transrectal ultrasound portion of the procedure, sagittal views of the prostate were not visible. Troubleshooting performed; clinical engineering contacted. Because the issue could not be corrected, the procedure was terminated.